Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery compartment threads were stripped and that the patient was using duck tape to hold the cap on. The reporter denied damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: power reset events were observed in the black box on 03/13/2014. There was no damage found to the battery compartment or the battery compartment threads. The returned battery cap threads were observed to be stripped and the battery cap was unable to be fully attached to the pump. Power reset events were duplicated with the returned battery cap. A new test battery cap was able to be fully tightened to the pump until resistance was met and there was no visible yellow o ring showing. A 24 hour duration test was successfully completed using the new test battery cap and no power issues were duplicated. The pump cover was removed and there was no evidence of internal moisture and no damage to the power circuit observed.